Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult dc handle retraction is a cascading event of the clip caught in anatomy. However, a cause for the clip becoming caught in anatomy could not be conclusively determined. The reported perforation (enlarged septum puncture site) is a cascading event of the troubleshooting performed to remove the clip from anatomy. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and advanced into the left ventricle (lv). While attempting to grasp, the physician felt resistance while retracting the delivery catheter (dc) handle. The clip was attempted to be pulled back into the left atrium (la), but it became caught in chordae. Troubleshooting was performed and the clip was able to be retracted into the la. However, the puncture site at the atrial septum was enlarged while freeing the clip. The physician decided to remove the mitraclip device and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.